Event description:
The subject device (evis exera ii ultrasound gastrovideoscope) is an olympus loaner asset that was returned to an olympus service center with no alleged complaint. During the testing and inspection of the returned device, a gap between the acoustic lens and the ultrasound probe was found. This MDR is being submitted to capture the reportable malfunction found during device evaluation. No patient or user harm has been reported.

Manufacturer narrative:
In addition to the findings outlined, during the testing and inspection of the returned device, service found that due to wear of the forceps elevator lever, the up/down knob could not be locked securely. There was a crack in the grip. The scope cover plate was detached. Paint on the air/water cylinder and the suction cylinder was peeling off. The light guide lens was cracked. Illumination was poor due to breakage of the light guide bundle. The adhesive on the bending section cover (a-rubber) was chipped. Due to wear of the angle wire, the bending angle in the ¿up¿ direction did not meet specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to external force was applied to the relevant part. The event can be prevented by following the instructions for use (IFU) which state: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.